Event description:
The patella and tibial insert were removed, and the insert was replaced with a large 9mm insert. The surgeon ultimately chose not to resurface the patella. The patella was fractured, and the surgeon chose also to replace the insert.